Event description:
Reporter alleged the patient received the results of hi (greater than 600 mg/dl) and 272 mg/dl on the inform system within 10 minutes of a lab draw reported at 679 mg/dl. Reporter stated that another lab draw was performed thirty minutes later and resulted in 735 mg/dl. Reporter stated that the patient was treated with 8 units of regular insulin and then provided a drip of 5 units of regular insulin based on the lab results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.